Manufacturer narrative:
The cot was evaluated and tested by emsar, on behalf of the MFR, on (B)(6) 2014. The unit was weight tested and the incident could not be duplicated. No visual malfunctions were observed.

Event description:
Crew was pulling cot from ambulance. They saw the wheels go down but were unsure of hearing wheels lock. They started to pull cot out and the cot and pt lowered to the ground. Pt hit side of head on the ground.